Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported renal dysfunction, epistaxis, thrombocytopenia, neurological dysfunction, and patient conditions could not be conclusively determined through this evaluation. A direct cause for the patient¿s groin infection could not be conclusively determined through this evaluation. The account reported that the patient experienced renal dysfunction on (B)(6) 2021 and had a permanent catheter placed on (B)(6) 2021 for dialysis. The patient developed a groin infection at the permanent catheter site. The patient reportedly experienced ischemic toes on (B)(6) 2021 and developed thrombocytopenia on (B)(6) 2021. On (B)(6) 2021 the patient reportedly experienced right-sided weakness and stroke alert protocol was called. The patient underwent a computed tomography (CT) scan of their head and results were negative. The patient experienced epistaxis on (B)(6) 2021 and their anticoagulation medications were adjusted. The patient developed a pneumothorax on (B)(6) 2021 which reportedly resolved on (B)(6) 2021. The patient experienced further epistaxis on (B)(6) 2021 and was treated with saline nasal spray. The events reportedly resolved on (B)(6) 2021 and the patient remains ongoing on ventricular assist device (vad) support. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas IFU, rev. C is currently available. This IFU lists renal dysfunction, bleeding, thrombus, neurological dysfunction, and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook, rev. C is currently available. The patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the poor peripheral circulation and osteoarthrosis resolved on 21sep2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had experienced epistaxis on (B)(6) 2021. The patient would continue humidified oxygen and saline nasal spray as needed. Epistaxis resolved (B)(6) 2021. The patient experienced a pneumothorax starting (b)(6 2021 and resolving (B)(6) 2021. Thrombocytopenia resolved on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was placed on continuous dialysis on (B)(6) 2021 due to acute kidney failure. The patient was hyperkalemic and unable to urinate. They were on bumetanide which had since been discontinued. The patient's creatinine was 3.28 on (B)(6) 2021. On (B)(6) 2021, it was reported that the patient had ischemic toes and poor peripheral circulation. On (B)(6) 2021, it was reported that the patient had developed thrombocytopenia. On (B)(6) 2021, it was reported that the patient continued to experience epistaxis. On (B)(6) 2021, it was reported that the patient's renal dysfunction preexisted prior to ventricular assist device (vad) therapy. Prior to beginning vad therapy, the patient was no longer on hemodialysis and their creatinine was within normal limits per inclusion/exclusion criteria for the study. The patient had "no blood flow on arterial doppler bilaterally for at" postoperatively, confirming peripheral ischemia. The patient also had a platelet count of 68000, indicating thrombocytopenia. Due to concerns for heparin-induced thrombocytopenia, the patient was switched from heparin drip to bivalirudin. The patient's adamts13 activity and serotonin release assay (sra) results did not confirm heparin-induced thrombocytopenia. As of (B)(6) 2021, the patient remained admitted, supported by inotropes while receiving hemodialysis.